Event description:
It was reported that during a pulmonary resection, the device fired staples forming proximally and distally but not in the middle of the staple line. There was no patient consequence. It is not known how the procedure was completed at this time.